Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two openings curved on the radius and a crease flat. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified two striated openings on the radius. Based on the device analysis the final assessment was two striated openings due to surgical damage consistent in the use of some surgical tools.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Device has been explanted.